Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems. Per customer, no false results were reported out of the lab. Patient results were requested but were not available. There was no effect to patient treatment.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Ise qc is run every 12 hours. Prior to the event, qc results were within the lab's established ranges. A field service engineer (fse) was dispatched: the fse replaced the sodium reference and measuring electrodes and the potassium tip, carbon bridge and modular chemistries (mc) sample probe. The ise system was calibrated. As of (B)(4) 2010, the ise system was operating within specifications. A clear root cause for this event has not been determined.